Manufacturer narrative:
The ra2-003020 straight driver was returned and evaluated. It was observed that the tip of the driver had sheared off during use, which confirms the reported failure. It was also observed the hexalobe driver feature of the instrument was twisted/deformed. The root cause for this failure mode is likely from excessive force applied during screw placement, which led to the tip fracture. Review of labeling: intraoperative warnings, consult the surgical technique guide for system specific intraoperative warnings, precautions, and recommendations. Breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.

Event description:
On (B)(6) 2025, a surgeon experienced issues when using the meridian straight driver. When implanting a screw, the tip of the meridian straight driver fractured off. Although the surgeon attempted to retrieve the tip from the screw head, it was unable to be removed and the screw remained implanted with the fractured tip inside. No patient injuries were reported and no additional medical or surgical treatment was required. Additionally, the rep confirmed the issue did not cause a delay in the surgical procedure. The surgery was able to be completed with a back-up meridian straight driver.